Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and deflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue and deflation issue cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Risk review and labeling review identified that the adverse events of deflation issue and mechanical issue are known risk of the device. The allegations of deflation issue and mechanical issue are unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to deflation issue and mechanical issue, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis was not deflating and the pump was locked. The physician attempted to unlock the pump but it appeared to be locked. The patient had been complaining for about 2 years that his penis was always in an erect state. Neither the patient nor the patient could cycle the device. The patient was able to partially deflate the device. The device did not inflate spontaneously, once it had been inflated it would not completely deflate. There were no presenting symptoms or complications. No patient complications were reported.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis was not deflating and the pump was locked. He has been complaining for about 2 years that his penis is always in an erect state and cannot cycle the device. The physician could not cycle the system.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.